Event description:
The report received from the affiliate indicated that during pci, a 7f jl4 vista brite tip guiding catheter ¿was cut to two parts after it was torqued 2-3 times¿ and was ¿pulled out by a snare.¿ the patient was bleeding resulting in a blood transfusion. The procedure was stopped. The patient is ok and was in ICU at the time of the report. It was a right femoral approach with a cordis 7f avanti sheath. The target lesion was the left circumflex with right femoral access. There was stenosis in the rca, lad and lcx but the specific percentage of stenosis was unknown. Additional lesion and vessel characteristics such as calcification, angulation and vessel tortuosity are unknown. The lesion was not a cto. There were no anomalies noted when removed from the package and no anomalies noted during prep. There was no resistance met while advancing the device. The physician was torquing 2-3 times to engage but not with extra force than usual. There was no resistance met while advancing the device over the guidewire. It is unknown if the device kinked in the area of separation. However it was kinked severely during the catheter withdrawal with snare. The patient had lesions in the rca, lad and lcx. (Those 2 lesions except lcx were to be treated with medicines.) The separated distal part of the catheter was removed with snare inserted to the additional left femoral puncture. During the catheter removal the patient was bleeding and received 2 packs of blood transfusion. There was no further treatment done for original target lesion at that time and fortunately she got stable in ICU.

Manufacturer narrative:
(B)(4). Access site-related bleeding is a potential risk associated with cardiovascular diagnostic and interventional procedures . Bleeding is a common procedural complication and may often be related to stick technique, anticoagulation, and/or blood pressure during the procedure. In this case, prolonged procedural time and/or additional intervention to retrieve the separated portion of the device may have contributed to bleeding necessitating blood transfusion. The reported ¿catheter (body/shaft) - separated-in patient¿ was confirmed based on the condition of the catheter as received for analysis. However, the cause of the separation could not be conclusively determined. Based on the information available for review, the device appeared normal prior to use. Analysis notes ductile dimples, twisting and elongations at the surrounding edges of the separation which may indicate that the device was stretched/pulled to the point of separation. The instructions for use caution that ¿torquing the guiding catheter excessively while kinked may cause damage which could result in possible separation along the catheter shaft. Should the guiding catheter shaft become severely kinked, withdraw the entire system (guiding catheter, guidewire and catheter sheath introducer)¿. Neither the DHR nor the product analysis suggest that the reported complaint could be related to the design or manufacturing process of the device. Therefore no corrective action will be taken at this time. This is one of 2 products involved with the reported event and are associated manufacturer report numbers 9616099-2014-00377 and 9616099-2014-00413.

Manufacturer narrative:
Additional information was received that the patient was bleeding from the femoral artery (puncture) access site (see new related report). It is not known if the sheath was changed to another one to accommodate the snare (unknown brand). The patient was in stable condition but stayed in ICU 2-3 days more than normal. One non sterile unit of vista brite tip 7f .078 was received coiled inside a plastic bag, the catheter was found twisted and separated at 26.1cm from ID band distal end. The sample exhibited a twisting and elongation characteristics at the separation points. The proximal section of catheter body presents kinked condition at 12.0cm from ID band distal end. The distal section of catheter presents kink/bent conditions at: 2.0cm, 4.0cm, 5.0cm, 5.6cm, 6.3cm, 8.2cm, 9.6cm, 11.8cm, 47.6cm, 50.0cm, 51.8cm, 53.4cm, 54.8cm, 56.3cm, 57.6cm, 59.0cm, 60.2cm, 61.4cm, 62.5cm, 63.4cm, 64.4cm, 65.4cm, 66.4cm, 67.4cm, 68.6cm, 69.8cm, 70.8cm, 72.0cm and 72.8cm from distal end. No other issues were found. Scanning electron microscope (sem) analysis was performed to the catheter in order to identify the source of the body separated condition; the results are the following: ¿the body external surface presented evidence of elongation at the surroundings of the separation. Elongation and ductile dimples is a common characteristic of pieces which were stretched/pulled and/or twisting until separation. Stretching/ pulling and/ or twisting could have been related to these separation characteristics.¿ the catheter od and ID were measured near to twisted and separated condition and near to kinked conditions against drawing (revision that was effective when the complaint lot was manufactured) and results were found within specification. A review of the manufacturing documentation associated with lot 15977060 revealed no anomalies during the manufacturing and inspection processes. The complaint reported by the customer ¿catheter (body/shaft) - separated-in patient¿ was confirmed based on the condition of the catheter as received. However, the cause of the catheter body twisted and separated could not be conclusively determined during the analysis. The cause of this damage does not appear to be manufacturing related of the product since sem results shows twisting and elongation conditions were found on the partially separated area and also the braid wire presented evidence of ductile dimples, those that are a common characteristic of pieces which were stretched/pulled and/or twisting until separation. Neither the product analysis nor sem analysis results suggest that the reported failure is related to the manufacturing process. Procedural factors and the manipulation of the catheter during the procedure may contribute to the separation found. Therefore no corrective and preventive actions will be taken at this time. The cause of kinked conditions found through catheter body could be related to the procedure as it was described on the (B)(4) under describe event or problem section ¿it is unknown if the device kinked in the area of separation. However it was kinked severely during the catheter withdrawal with snare.¿ additionally neither product analysis nor DHR review results do not suggest that these kinked conditions are related to the manufacturing process. Controls are in place to verify the catheters for kinked conditions and damages on the guiding catheters; the produced catheters are inspected 100 % before leaving the facility. Also, several inspections are performed through all the guiding catheter assembly process operations. Ref. Therefore no corrective and preventive actions will be taken at this time. Additional information is pending and will be submitted within 30 days upon receipt. This is one of 2 products involved with the reported event and are associated manufacturer report numbers 9616099-2014-00377 and 9616099-2014-00413.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.